Event description:
Customer was exhibiting symptoms of hypoglycemia at 11:45 pm, daughter tried to use the compact plus, but the meter turned on and displayed e- 5, which is an error within the device's specifications. Daughter called paramedics at 12:00 am. Paramedic's system result 15 minutes later was 42 mg/dl. Customer treated with oranges and sugar water. Paramedic's result 20 minutes later was 52 mg/dl, 30 minutes later was 82 mg/dl. A request was made for the return of the system and a replacement was sent.